Event description:
It was reported that the patient presented to the emergency room for pocket stimulation. It was also reported that the right ventricular (rv) lead was programmed unipolar and the unipolar impedance was at 346 ohms. Bipolar impedance was less than 100 ohms and there was high output. The caller was unsure if there was myopotential or external noise. The rv lead output was adjusted to a lower output and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.